Event description:
It was reported that the patient presented with hematoma, drainage, redness, swelling and a pocket rupture at the pacemaker implant site, secondary with an infection. The physician elected to perform complete explantation of the pacing system, including the pacemaker, the right atrial (ra) and right ventricular (rv) leads, which was carried out on (B)(6) 2025. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.